Event description:
It was reported that the biopsy from a patient who underwent an outpatient diagnostic colonoscopy tested positive for mucormycosis. The fungus was found on the tissue, and not inside the tissue and there was a concern for cross contamination. It was further reported that the scope had a white patch at the distal end. Adenosine triphosphate (atp) testing did not show anything. The device was not cultured at this time. There were no reports of further patient harm.